Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - meal announcement misuse.

Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of 26 mg/dl after forgetting to announce a meal. The user lost consciousness, experienced four seizures, and required ems treatment with glucose and medication before being transported to the hospital for observation. The user was discharged on (B)(6) 2025 and later resumed ilet use. No product malfunction was confirmed, and the event was associated with a missed meal announcement.